Event description:
During baxter's functionality testing of a spectrum pump, the device failed to autorestart after a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, failure to auto restart after downstream occlusion, which was reproduced during evaluation. This was caused by a failed downstream sensor. The downstream sensor was replaced.